Event description:
During an arthroscopic shoulder procedure, the quantum 2 surgery system shut down. The operating room staff were unable to reboot the system. The procedure was completed using a competitor's device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were not available.